Event description:
It was reported that the balloon ruptured. A 3mm x 10mm flextome cutting balloon was selected for use in a percutaneous coronary intervention in the right coronary artery (rca). The target lesion was severely calcified. A 7f judkins right (jr) catheter shape was used, and the rca was engaged coaxially and wired with a non-boston scientific guidewire. The lesion was pre-dilated with a 2mm non-boston scientific balloon. While advancing the flextome cutting balloon near the lesion site in order to crack the calcium, the balloon ruptured and blood was noted to be leaking from the back side. The device was removed from the patient. The procedure was completed with another flextome cutting balloon. No patient complications were reported. The outcome was good, and the patient was stable post-procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer: the flextome cb monorail 10/3.00mm was returned for analysis. A visual examination of the balloon identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. A microscopic examination of the balloon material identified no issues. All blades were fully bonded onto the balloon with no issues identified. A visual and tactile examination of the device shaft identified multiple kinks along the length of the hypotube. During an attempt to inflate the balloon, a pinhole leak was identified in the shaft. The leak was located at approximately 3.5 cm proximal from the guidewire port. An examination of the shaft identified no issues with the device which could potentially have contributed to the pinhole leak. There were no issues noted with the tip section or markerbands of the device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the balloon ruptured. A 3mm x 10mm flextome cutting balloon was selected for use in a percutaneous coronary intervention in the right coronary artery (rca). The target lesion was severely calcified. A 7f judkins right (jr) catheter shape was used, and the rca was engaged coaxially and wired with a non-boston scientific guidewire. The lesion was pre-dilated with a 2mm non-boston scientific balloon. While advancing the flextome cutting balloon near the lesion site in order to crack the calcium, the balloon ruptured and blood was noted to be leaking from the back side. The device was removed from the patient. The procedure was completed with another flextome cutting balloon. No patient complications were reported. The outcome was good, and the patient was stable post-procedure.